Event description:
The customer reported that buttons were missing on the display.

Manufacturer narrative:
(B)(4). The customer reported that buttons were missing on the display. There was no pt involvement. A philips field service engineer evaluated the device and confirmed the problem. The display assembly was replaced to resolve the failure. After passing all performance assurance testing the device was returned to use. This was a malfunction of the display assembly that caused an unreadable display.